Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened (B)(6) 2024.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No further information has been obtained.